Manufacturer narrative:
On (B)(6) 2017 a medtronic representative went to site to test the equipment. Representative reported that the issue was resolved when the ip of the imaging system was set to static and the last known ip address was entered. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, imaging system was not communicating with navigation system. Rebooting the navigation system and switching the network cable did not resolve the issue. When the navigation system was rebooted again, a "system integrity error" message was displayed. The procedure was completed without the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.